Event description:
It was reported that the vessel was pre-dilated with a 6mm balloon. During the stent deployment, resistance occurred and the thumb slide broke and the procedure was stopped. The catheter and stent were removed with no effect to the patient. The reporter was unable to provide any further information including patient information.

Manufacturer narrative:
The device was returned and analyzed. Approximately 30mm of the 150mm stent was deployed with the remainder of the stent in the outer sheath. The thumb slide had broken from the slider block and the thumb slide had broken from the slider block and the thumb slide/slider block pin was constrained in the proximal handle thumb slide groove. The broken thumb slide prevented the ratcheting mechanism to deploy the stent. The only damaged component was the thumb slide/ratchet block assembly due to the pin shear at the thumb slide interface and shear at the slider block interface. The amount of vessel calcification was not available. It is theorized that the location of placement of the 6x150mm stent and the resistance encountered when attempting deployment caused the physician to exert a large force on the thumb slide. The force was likely longitudinal as well as radial (twisting manner) which resulted in shearing of the slider pin. (B)(4). There was no serious injury related to this event. Because of a previous thumb slide break that resulted in medical intervention to preclude a serious injury, this event is being reported per the medical device reporting guidance. Note, the sex of the patient is unknown. The current FDA 3500a form allows for either male or female to be selected; there is no section for unknown.